Event description:
During the device replacement procedure, the device was interrogated and there were several episodes of artifact noise on the device. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
Electrical testing of the device did not reveal any anomalies, including noise test. Analysis of the right ventricular (rv) device connectors showed some contamination of dried blood on setscrew and spring, which was not likely to cause the reported noise. The results of the investigation concluded the analysis of the device was normal with no anomalies found. Based on the information received, the cause of the reported incident could not be conclusively determined.